Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the low blood glucose. It was reported reservoir changed triggered some reportable events such as prime/fill stopped right away and took 10 units to fill. Customer stated that the blood glucose was 52mg/dl which was treated with 60 grams of carbs. Customer said that they did not have the pump and was not able to troubleshoot. The insulin pump will not be returned for analysis.